Event description:
A doctor alleged that thirteen (13) patients had experienced the debonding of a crown approximately three (3) to six (6) months after placement with the nx3 cement and optibond xtr products. Of these thirteen (13) patients, several had experienced the debonding of a crown a second time; however, no specific patient or incident information was provided. This is the thirteenth of thirteen (13) reports.

Manufacturer narrative:
Specific patient information with regard to gender, age, and weight was not provided. Specific product information with regard to catalog number, lot number, or expiration date was not provided; therefore, no information was provided in this report. The patient had experienced the debonding of a crown from tooth #18 and returned to the office on (B)(6) 2014. The doctor cleaned and re-cemented the restoration using the same products. To date, the patient is doing fine. The products involved in the alleged incident were not returned and no lot numbers were provided; therefore, no evaluation can be conducted.